Event description:
Complainant alleged that the paramedics were attempting to monitor a pt (age and gender unk), but the device screen was scrolling right to left and up and down. The lettering on the screen was crooked. The medics continued to monitor the pt using the recorder print-out. There was no adverse effect on the pt.